Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8781 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter the pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (2000 mcg/ml at 841.1 mcg/ml). Pump analysis found no anomaly with the device. The catheter was returned for analysis. Catheter analysis found damage to the transition tube and a user related hole in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 835.5 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that on (B)(6) 2017 a 75 mcg bolus was administered in the clinic. The patient responded to that bolus with overall tone reduction, improved in both comfort and agitation over a 30 minute span. Also on (B)(6) 2017 an abdominal x-ray showed intact pump and catheter with no discontinuity nor abnormality. On (B)(6) 2017 the infusion rate was increased from 747.8 mcg/day to 838.5 mcg/day. Her tone was well controlled on that dose of oral baclofen; however, she was noted to be more drowsy and her parent's would like the baclofen pump to provide adequate tone control so it was decided the patient would have both her pump and catheter replaced. The patient was hospitalized on (B)(6) 2017 secondary to concerns with seizure activity and/or baclofen withdrawal symptoms. The clinicians felt the patient presented with more likely seizure related: eye deviation, clonus, agitation, tachycardia, and fever. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. On (B)(6) 2017 the patient's oral baclofen was increased to 20 mg every four hours. Upon disconnecting the catheter from the pump intra-op, spontaneous flow of cerebral spinal fluid was obtained from the implanted catheter. It was unknown if the issue was resolved at the time of this report. Post-op today, the patient restarted on simple continuous infusion rate of gablofen 2,000 mcg/ml at 420 mcg/day after priming bolus for internal pump tubing and implanted catheter length. The patient's status was "alive- no injury". The pump and catheter that were explanted were to be returned to the manufacturer for analysis. The patient's medical history included anoxic brain injury, seizures, pierre-robin syndrome, cleft lip and palate, and g-tube dependent. The patient's concomitant medications included tranzene prn via gt, baclofen via gt, keppra via gt, atroprine eye drops, estradiol via gt, albuterol inhaler, vitamin d via gt, provera via gt, and miralax via gt.